Event description:
It was reported that the pt underwent a cervical procedure using posterior fixation at occipital to t2 for spondylotic myelopathy. During final tightening, the centered nut of the cross-link was broken due to excessive tightening. This crosslink was replaced. No pt complications were reported.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.